Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 04/08/2010, 04/12/2010, 04/13/2010, and 04/16/2010 by phone, fax, and mail. The surgeon was unwilling to complete the questionnaire. The manufacturer internal reference number is: (B)(4).

Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. An astigmatic keratotomy was performed on the date of the iol implant surgery. The surgeon was unwilling to complete the questionnaire. There are thirty nine medical device reports associated with these events. This report is thirty two of thirty nine.